Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 479 mg/dl. The customer is taking a bolus. The customer was advised to disconnect from the pump. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to insert the new aaa alkaline battery . The customer stated the display did return. The customer was advised to monitor the pump. The customer was advised that we will ship replacement battery cap. Customer stated that she has a extra cap from the old insulin pump. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 479 mg/dl. The customer just bolused for high blood glucose. The customer has not worn the pump for a week. The customer is using (B)(6). The customer was advised to monitor pump and call if problems recur.